Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the ias unit started beeping when booted and it could be seem from the remote desktop that the generator was not ready. The ground fault interrupter (gfi) was tested from the advanced service manual. The system was ready to use after the testing.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred preoperatively during the select patient/acquire scans task and delayed the surgery for one hour or longer. It was reported that the site was unable to take images. The image acquisition system (ias) was making a beeping sound and not taking any images. The use of the imaging and navigation device was aborted. There was no reported impact to patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.